Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt was not returned to the MFR. Additional info (including x-rays and medical record) was requested but not made available as per hospital protocol. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that stryker implant removed due to altr. Replaced with zimmer.